Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The initial report would have been submitted on (B)(6) 2018 with a due date of (B)(6) 2018. Due to an issue with the FDA esg or cdrh emdr processing system on (B)(6) 2018, the report was not received in a timely manner.

Event description:
Patient was revised to address progressive pain and loosening of the tibia at unknown interface. Doi: (B)(6) 2014; dor: (B)(6) 2017 unknown knee.

Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.